Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of 06/15/2010, that number was deactivated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #9611530 or medibo (medibo medical products nv / 3004468271) and ah magog (arjohuntleigh magog, inc. / 9681684) from 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. It was reported that during lifting the patient down into the pool, the steel rope snapped and the patient fell down with the seat into the water. Initially arjohuntleigh was informed that as a result of this event, the patient sustained bruises. However on october 11th 2016, during the interview with the facility representative, it was revealed that the patient tail bone contusion was diagnosed. The patient was hospitalized for one day and discharged home. The device has been examined by arjohuntleigh representative who found strong signs of usage. The device was found to have passed its expected operational lifetime by exceeding 6 years over that lifetime at the time of the incident. Although this pool lift was not under arjo service contract, the maintenance service has been performed by an arjohuntleigh representative yearly since 2013. Instruction for use (operating and product care instructions) is attached with each device and presents the obligation of the product care: "the expected operational life of your arjo lifter is 10 (ten) years from the date of manufacture, providing the following conditions are adhered to: the unit is cared for and serviced in accordance with recommended, published "operating and product care instructions" and the "preventive maintenance schedule". The unit is maintained to the minimum requirements as published in the "preventive maintenance schedule". The servicing and product care, in accordance with arjo requirements, must begin on first use of the unit by the customer." The equipment is subject to wear and tear, and recommended maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification. List of recommended steps can be found in product instruction for use and in preventive maintenance schedule. In accordance to product documentation user is obliged to check: "weekly with the seat in the fully lowered position, visually examine the exposed lifting cable within the mast for any signs of damage. If the lifting cable is damaged in any way the pool-lift must not be used until the lifting cable is replaced. Make sure all external fittings are secure and all screws and nuts are tight. Fully raise and lower the seat using the winding handle to check for full and satisfactory movement. Every 6 months visually inspect the wire rope assembly for signs of corrosion, fraying and wear etc by removing the cover from the housing. Once removed, visually inspect the rope whilst operating the winding handle to raise and lower the hoist. Replace if necessary. Perform a load test to the safe working load (swl). Every 2 years replace the wire rope and drum assembly regardless of appearance." The steel rope is critical element of the lift, needs to be thoroughly inspected and it is very probable that regular checks could prevent the failure from occurrence. Rope replacement every two years is required by the device IFU and pms. It was revealed that the last rope replacement was performed by arjohuntleigh technician in 2014. Therefore the frequency of rope replacement is deemed accurate. The rope has been returned for testing to verify the circumstances that could have influenced the event. Tensile strength test was performed on an undamaged part of the wire rope to check whether it is durable enough to carry the load 4 times the safe working load (swl) of the device - 6,4kn. The conclusion was that the strength of the wire rope was sufficient, therefore this issue we have been able to exclude this potential reason of the incident. After the analysis of the damages on the wire rope, it can be concluded that the damages had appeared much earlier before the wire broke. The damages as per report should have been detected during weekly check of the lift. If any damage was noticed the robe must not be used until the cable is replaced, otherwise it would lead to increased wear rate and finally the wire rope will break. Together with wire rope progressive damage, the surface of the drum underwent the destruction too. The timeframe, when the damage initially appeared, is difficult to define. However if the damage had occurred more than 6 months before the accident happened, it should have been detected during the every 6 months check as per IFU. It was noted that the points on the preventive maintenance schedule checklist are considered the minimum manufacturer recommends, which means that not fulfilling these recommendations could lead to personal injuries or unsafe product use. Please note that the product owner is responsible for keeping the device in a good and safe working order and maintaining it between service intervals. This pool lift was not under arjo service contract, and although it was checked yearly by arjohuntleigh technician, these activities were not sufficient. According to preventive maintenance schedule, every 6 months qualified arjohuntleigh personnel should also check the wire rope visually. As the customer did not order a maintenance with arjohuntleigh sales and service unit, so it is probable that the visual check was not performed. As pointed in the examination report, if the user followed the manufacturer recommendation, the damage should have been detected during weekly checks and the pool lift should not be used until the cable was replaced. The received information and our evaluation as described above are showing that the root cause of the event was most likely insufficient attention of the test steps specified in the IFU, which must be carried out by the user between the maintenance intervals. If the pool lift's cable was inspected as per IFU and preventive maintenance schedule, there would be no patient or caregiver at risk. It will be recommended to the customer to be vigilant with regards to any issues with the device and to consider excluding this device from use. The device failed to meet its specifications; it was being used for patient handling at the time of the event and in that way played a role in the event outcome.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #9611530 or medibo (medibo medical products nv / 3004468271) and ah magog (arjohuntleigh magog, inc. / 9681684) from 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
During the lifting the patient down into the bath, the steel rope snapped and the patient fell down with the seat into the water. Initially arjohuntleigh was informed that as a result of this event, the patient sustained bruises. However on (B)(6) 2016, during the interview with the facility representative, it was revealed that the patient tail bone contusion was diagnosed. The patient was hospitalized for one day and discharged home.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of 06/15/2010, that number was deactivated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #9611530 or medibo (medibo medical products nv / 3004468271) and ah magog (arjohuntleigh magog, inc. / 9681684) from 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 2016-dec-08 it was revealed that the service record from 2014 was erroneously attached, and concerned another serial number. Correct service record shown that the rope was replaced in the investigated pool lift on 2014-jul-23, which is according to arjohuntleigh requirements. At this time the investigation was re-opened and root cause will be established. Additional information will be provided upon conclusion of the manufacturer's investigation.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #9617021). As of 06/15/2010, that number was deactivated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment ab and any medwatch reports were submitted under registration #9611530 or medibo (medibo medical products nv / 3004468271) and ah magog (arjohuntleigh magog, inc. / 9681684) from 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. It was reported that during the lifting the patient down into the bath, the steel rope snapped and the patient fell down with the seat into the water. Initially arjohuntleigh was informed that as a result of this event, the patient sustained bruises. However on october 11th 2016, during the interview with the facility representative, it was revealed that the patient tail bone contusion was diagnosed. The patient was hospitalized for one day and discharged home. The device has been examined by arjohuntleigh representative who found strong signs of usage. It was noted that the seat was not the original lifter seat. The investigated device has passed its expected operational lifetime by exceeding 6 years over that lifetime at the time of the incident. Although this pool lift was not under arjo service contract, the maintenance service has been performed yearly since 2013. Instruction for use (operating and product care instructions) is attached with each device and presents the obligation of the product care: "the expected operational life of your arjo lifter is 10 (ten) years from the date of manufacture, providing the following conditions are adhered to: the unit is cared for and serviced in accordance with recommended, published "operating and product care instructions" and the "preventive maintenance schedule" (pms). The unit is maintained to the minimum requirements as published in the "preventive maintenance schedule". The servicing and product care, in accordance with arjo requirements, must begin on first use of the unit by the customer." The equipment is subject to wear and tear, and recommended maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specification. List of recommended steps can be found in product instruction for use and in preventive maintenance schedule. In accordance to product documentation user is obliged to check: "weekly with the seat in the fully lowered position, visually examine the exposed lifting cable within the mast for any signs of damage. If the lifting cable is damaged in any way the pool-lift must not be used until the lifting cable is replaced. Make sure all external fittings are secure and all screws and nuts are tight. Fully raise and lower the seat using the winding handle to check for full and satisfactory movement. [...] Every 6 months visually inspect the wire rope assembly for signs of corrosion, fraying and wear etc by removing the cover from the housing. Once removed, visually inspect the rope whilst operating the winding handle to raise and lower the hoist. Replace if necessary. Perform a load test to the safe working load (swl). Every 2 years replace the wire rope and drum assembly regardless of appearance." The steel rope is critical element of the lift, needs to be thoroughly inspected and it is very probable that proper maintenance and service could prevent the failure from occurrence. In 2005 technical service information amgb/0705/103 was released to the field service technician to point out the importance of the rope replacement every two years as required by the pms. History service for this particular rope replacement revealed that the last cable replacement was performed 3 years before event and the last check of the device was dated on october 2015 (a year before an incident). But according to excerpts presented above, and taking the age of this pool lift into consideration, it might be assumed that these activities were not followed per our recommendations. The received information and our evaluation as described above are showing that if pool lift's maintenance was followed in accordance to IFU and the cable was replaced as per preventive maintenance schedule and technical service information, there would be no patient or caregiver at risk. It will be recommended to the customer to be vigilant with regards to any issues with the device and to consider excluding this device from use. The device failed to meet its specifications; it was being used for patient handling at the time of the event and in that way played a role in the event outcome.